Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was addressed via manual injections. Upon troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue. The customer was instructed to consult with healthcare provider regarding bg level.